Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of 500-above 800 mg/dl. The customer was hospitalized on (B)(6) and insulin was administered via intravenous (IV) drip. The customers bg levels were stabilized to 120 mg/dl. However, the customer reported once back on pump bg's had elevated to 287 mg/dl. The customer took bolus to stabilize bg level. A system check performed with tandem technical support and a small bubble in the luer lock connection was found. The customer declined to further troubleshoot with tandem technical support. Multiple attempts have been made to contact the customer that have been unsuccessful.